Event description:
Info was rec'd that reported a pt was hospitalized in 2007 due to hyperglycemia. It was reported that the pt became nauseated during the night and started vomiting with a blood glucose of 487. He was brought to the ER. Upon admit, his blood glucose was >500. He was treated with IV insulin and fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.